Manufacturer narrative:
This supplemental report is being submitted to provide additional information. There was no report of device nonconformity, which caused the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been caused by physical stress, chemical stress, storage environment, etc. -from the evaluation result of the device, it was confirmed that the coating on the insertion section was peeled off. -the instruction manual contains precautions regarding physical stress, reprocessing method, and device storage environment. -in similar cases in the past, physical stress, chemical stress, storage environment, etc. Were surmised to be the cause. Since the instruction manual states that the external surface of the entire insertion tube including the bending section and the distal end, should be inspected for irregularities, the user can properly detect the reported event. In addition, the instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. Therefore, the user can reduce / prevent the occurrence of the reported event by following the instructions in the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -due to the perforation of the bending section rubber, the insulation resistance value at the distal end was out of standard. -due to the wear of the angle wire, the upward and downward angulation was out of standard. -the insertion amount was out of standard due to damage to the channel tube. -there was a leakage due to the perforation of the channel tube. -there was a leakage due to the deformation of the endoscope connector. -the remote switch did not work due to corrosion of the remote switch. -there was a crease on the screen due to damage to the ccd unit. -the light guide lens was broken. -there was a gap in the adhesive of the bending section rubber. -the grip unit was dirty. -the insertion tube was crumpled. -the scope ID was not displayed due to a damaged scope ID cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating of the insertion section was peeled off. In addition, the control section, instrument channel port, electrical connector, endoscope connector, and light guide cover glass were corroded by the leakage. There was no report of patient injury associated with the event.